Manufacturer narrative:
When additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with optilene. The customer reported bad "thread-needle" attachment. The needle was torn off before the suture material was pulled out of the package. No patient information available.

Manufacturer narrative:
Analysis and results: there is one previous complaint of the same code-batch regarding the same issue closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. We have received a picture that shows a needle detached from the thread (reference with double needle) and the thread is still wound on the pack. Taking into account the picture received and that there is one previous complaint of the same code-batch where the samples received did not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we consider that this complaint is confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the picture received shows a sample that does not fulfil b. Braun surgical specifications and the previous complaint of this code-batch closed as confirmed, we conclude that this complaint is confirmed by evidence of the failure. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. Corrective/preventive actions: there is a specific project on-going in order to avoid this kind of incidents in the future: (B)(6) 2016. Investigation completed by third party - actual picture was not received.